Event description:
The hcp reported that the patient was experiencing increased spasticity. The patient was receiving lioresal 2000 mcg/ml at 141.6 mcg/day. The hcp was supplementing the patient with oral medications. The hcp was unable to aspirate through the catheter access port to perform a dye study. Other device troubleshooting and a therapeutic bolus were being considered.